Event description:
A report was received from the affiliate indicating that the facility's biomedical engineer experienced h2o2 contact on his fingers. The alleged minor burns resolved after soaking his hands in water. There was no medical assistance or treatment required. Per the report, there were drops noted inside the tyvek pouch after a successful sterrad 100nx cycle. The employee was removing a urological catheter without wearing gloves and assumed the drops were water, touched the catheter and reported burning his fingers.